Event description:
Halfway through the infusion, patient noted that her blanket was wet and noted that chemo was leaking out of the y site/port. Called this rn to her room and confirmed the leakage. Some chemo got on patient's hand. Chemo was stopped and chemo spill protocol was followed. Assisted patient to wash her hands. Patient gown and sheets were changed and were all placed in the chemo bin. Md was informed also the chemo pharmacist who notified the fellow and the attending. Chemo (cytarabine) was restarted, half of her dose that was approved by the fellow and the attending physician, for which she tolerated well. No skin irritation noted on her hands.